Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that a patient presented with epithelial ingrowth in the left eye one week following uneventful lasik treatment. The flap was lifted and scraped. Topical antibiotics were applied to the flap and corneal bed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the epithelial ingrowth has resolved.